Event description:
Discordant, falsely elevated troponin results were obtained on patient samples on a dimension rxl max with hm instrument. The discordant results were reported to the physician(s). The operator discovered that the first level quality control was high. It is unknown if the quality controls were within range when patient samples were run. The operator reran the patient samples on the same instrument after service, and the samples resulted lower upon rerun. It is unknown if the rerun results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse did not find an instrument malfunction. The instrument was due for preventive maintenance, which the cse performed. The cse also performed a system decontamination. Patient samples were then rerun and resulted as expected. The cause of the discordant, falsely elevated troponin results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.